Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead, implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced syncopal episodes. The right ventricular (rv) lead was noted with a high number of short interval counts (sic). Isometric exercises and extensive testing were not able to reproduce any short intervals. The lead remains in use. No further patient complications have been reported as a result of this event.